Manufacturer narrative:
B5: additional information received, added. Analysis and results: there are no previous complaints of this code-batch. We have received of this code-batch 5 cases from the same customer regarding the same issue at the same time. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock at b. Braun surgical's warehouse. We have received 54 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 2.88 kgf in average and 2.68 kgf in minimum. B. Braun surgical requirement is 1.42 kgf in minimum. These values are the usual ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product, there are risks (side effects) associated to the use of novosyn® suture: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information received: it happened between 2 to 5 days after ovariectomy with cats and the wound healed and animal recovered.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that over a period of 2 months, they had 5 cases of eventrations. All medwatch submissions related to this report are: 3003639970-2023-00163. 3003639970-2023-00164 (this report). 3003639970-2023-00165. 3003639970-2023-00166. 3003639970-2023-00167. Additional information has been requested.